Event description:
It was reported that battery failed output testing with a battery tester. Battery s/n (B)(4) has power output of 1201 watts.

Manufacturer narrative:
Zoll has not received the product for eval and this complaint is still under investigation.